Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 433 mg/dl at the time of incident and current blood glucose was 112 mg/dl. Customer states it sounds like the plastic had become warped. Customer states quick release did not fit together and did not turn. Customer declined to troubleshoot for high blood glucose, states they exercised and changed site and that brought blood glucose down. Customer states it was because they were disconnected for almost 2 hours. Customer was feeling nauseous and took some bolus feel better. The insulin pump will not be returned for analysis.